Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed flow transducer test during pre-use check and the user interface was flickering. The ventilator was investigated by our field service engineer on-site and the lcd display and expiratory channel printed circuit board were determined defective and replaced which solved the issue. No log files and service report were provided and no replaced parts have been returned for technical investigation. The only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure.

Event description:
Manufacturer ref#: (B)(4).